Event description:
It was reported that 1mm slit in PICC around the 5cm mark. PICC had to be removed as skin irritation was noticed as well as leaking fluid from insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.